Event description:
It was reported that during ivus guided intervention on a lesion in the lad, a 95%, stenosis was reduced to 0% and stented with a 3.0x18mm nir elite at 16 atms. The stent was post-dilated with a 3.25x15 nc monorail, with excellent angiographic results, but jailing the ostium of the 1st diagonal branch. The diagonal branch was rewired through the side of the lad stent and serial dilatations were performed with 2.0, 2.75 and 3.25 nc monorail balloons. The dilatations were successful, but with the balloon deflated, the 3.25 balloon separated for the shaft upon removal. The attempts at retrieval with multiple wires and a larger balloon were unsuccessful, and the pt went to surgery the following day. The pt was reported to be hemodynamically stable throughout the procedure and to be doing well post-operatively.

Event description:
It was further reported that the balloon fragment was not retrieved during surgery. The pt had coronary bypass surgery (saphenous vein graft to the lad and a sequential graft to the diagonal branch) and ligation of the diagonal branch to prevent embolization.